Manufacturer narrative:
The device was returned and evaluated, and neither of the customer¿s allegations were confirmed. In addition to foreign objects in the nozzle, water tightness was lost due to a pinhole on the bending section cover, due to clogging of the nozzle, water removal ability did not meet the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a shite clouded area, the color ring had a crack, the objective lens had a scratch and was cracked, the adhesive around the light guide lens had a white clouded area, and the plastic distal end cover sheath had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera colonovideoscope, there was a cloudy image issue, and evidence of air/water leakage from the insertion section. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was found to have foreign objects. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. Inspection of the objective lens cleaning function] -inspection of the water feeding function - keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.